Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 350-370 mg/dl. A cartridge change was performed resolving the issue.